Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the mesher gear and gears and collars on cutters were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh from previously recovered cadaver skin. Cutters sent in for review only. Investigation showed the cutter failed the cut test. There was no adverse event reported as a result of this malfunction.